Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was an open circuit today on electrode two >40 ,000. The healthcare provider (hcp) didn't want to test impedances again or change anything because they said that the impedances always seemed to normalize and they didn't trust the values. Stage 2 shows the impedances were normal. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #2649622-2017-15596. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.